Event description:
Ventilator alarmed and when checked was giving fault code 823. Rn standing next to ventilator determined pt not in distress, removed alarming ventilator, manually changed to new ventilator. No harm to pt.